Manufacturer narrative:
(B)(4). Additional information: the device was manufactured 21 jul 2015 - 22 jul 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the device and the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The actual flow rate was unknown, but residual drug remained in the device after 46 hours. The device was filled with fluorouracil and saline. The total fill volume was 300 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.